Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. During interop evaluation it was noted that the patients lead had high impedances related manufacturer reference number:1627487-2025-01109.

Manufacturer narrative:
Correction- b1: adverse event added. Correction -b2: serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Next course of action is undetermined at this time.